Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with a pacemaker with no wireless telemetry. The atrial lead exhibited noise. The ventricular lead exhibited high pacing threshold, loss of capture, and noise. The system was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-23603; related manufacturer reference number: 2017865-2020-23605.

Manufacturer narrative:
The reported field event of no rf telemetry was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.